Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance on the right ventricular lead was high/undefined and triggered an alert. The lead remains in use, but the alert was programmed off. No patient complications have been reported as a result of this event.